Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 29sep2020.

Event description:
The customer reported the blower alarms temperature error as well as the significant event log confirmed the error of blower high temperature. There was no patient involvement.

Manufacturer narrative:
G4:11dec2020. B4:14dec2020. The customer cleaned the filter then performed multiple test runs. The test runs passed without error and the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.